Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was displaying an "error 4" message during testing. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2015. The patient reported that the alleged error message began to appear on (B)(6) 2015. The patient informed the mss that she tests her blood glucose once a day or more often if her blood glucose is elevated and stated that she manages her diabetes with a fixed dose of oral medication (glucophage 1000mg twice daily). During the initial call, the patient reported developing "high blood sugar" immediately after the alleged meter issue began. During the follow-up call, the patient denied developing any physical symptoms; however, reported obtaining blood glucose readings of "199 to 250 mg/dl" with the subject meter. The patient denied receiving any treatment due to the alleged meter issue. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed the correct testing process was being followed but noted the patient did not have testing supplies available to test the subject meter. During the follow-up call, the patient claimed she may have left the bottle of test strips open. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.